Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Product was returned for an evaluation. This complaint appears to be a malfunction due to the distance between the laterals on the commode not being made to specifications.

Event description:
The consumer was using the commode when the left leg allegedly collapsed, causing her to fall backwards.